Event description:
It was reported that the right ventricular lead exhibited high impedance. So likely conductor fracture was the reason. The lead was explanted and replaced. There were no patient consequences.

Manufacturer narrative:
The reported events were high pacing impedance and lead fracture. As received, a partial lead was returned in two pieces. The helix was retracted and clogged with blood/tissue. The reported event of high pacing impedance was confirmed. Visual inspection of the lead found calcification covering the ring electrode which is assumed to be the cause of the rise in the pacing impedance as indicated on the device session records. Lead impedance test could not be performed due to as received procedural damage to the lead. The reported event of lead fracture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the partial lead found damage consistent with procedural damage. Additional findings unrelated to the reported events: visual examination found an external insulation abrasion breaching the optim sheath in the distal region of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the patient anatomy.